Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: anxiety and rupture.

Event description:
Patient reported "breast implants were recalled. I have the allergan natrelle silicone filled breast implants and one of them has come ruptured." Device remains implanted. Side unknown.